Manufacturer narrative:
No information was provided. Reporter's occupation was not provided. The sample was not returned for evaluation. 3m was unable to verify the leak, identify exact location and root cause without the sample. Based on the information provided leakage appears to have occurred at the port area of the heat exchanger. 3m will continue to monitor.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked fluid at the side, near the filter. No patient/staff injury was alleged. No additional information was provided.

Manufacturer narrative:
Method, results and conclusion codes updated to reflect analysis findings. Three sets from lot hw8284 were received for analysis. One set had a leak at the perimeter of the heat exchanger. One set had a leak at the inlet and outlet port of the heat exchanger. One set had a leak in the bubble trap. Product lot hw8284 was produced prior to implementation of corrective action for the heat exchanger and bubble trap leak. 3m will continue to monitor. End of report.